Event description:
The customer reported, a problem with defibrillation on this device. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported, a problem with defibrillation on this device. There was no reported pt involvement. This device is out of support. No troubleshooting or repairs were performed. We will consider this device to be removed from service. No cause can be identified.